Event description:
This lead was explanted after it became dislodged for the second time and was replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bend in the leads distal part and a deformed fixation helix were noted. These damages require the presence of mechanical stress. Pulling forces during the explant procedure should be taken into consideration. During further analysis, cuttings in the insulation and deformations of the distal shock coil were noted which occurred most likely during surgery. In summary, a bend in the lead¿s distal part and a deformed fixation helix were noted. There was no sign of a material or manufacturing problem.